Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that there is a sporadic disconnection with the circuit and the puritan bennett filter. The alleged issue was detected during pre-testing.